Manufacturer narrative:
It was reported that the sureform 60 stapler instrument and green reload used during this event were discarded after the procedure. The stapler logs for this procedure were reviewed. The logs show sureform 60 stapler instrument part number 480460-12, lot number k18251129-0450, was used first and installed on the system 4 times. The stapler fired no reloads. On installs 1-3, a blue reload was installed, however no clamping or firing was attempted. On install 4, a green reload was installed, however no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. Next, logs show sureform 60 stapler instrument part number 480460-12, lot number k18251129-0453, was installed on the system 2 times and fired 2 green reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs for this procedure.

Event description:
It was reported that during a da vinci-assisted ileocecal resection surgical procedure, the sureform 60 stapler instrument fired a green reload on the bowel, and caused an incomplete staple line. The procedure was converted to open due to this event. The surgeon said the first stapler used during this procedure experienced issues, so it was replaced. The second sureform 60 stapler instrument used was the one that fired the green reload and experienced a complication. This green reload was fired on bowel which was cut open without staples being applied causing the bowel contents to spill into the abdomen. The surgeon reported that there were no errors or messages received during this event. The procedure was converted to open to control this event. The patient status is unknown.